Manufacturer narrative:
G4: 17may2020, b4: 18may2020. The manufacturer¿s field service engineer (fse) notified the customer on site that this is not philip's ventilator. The ventilator is vela by carefusion. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15apr2020.

Event description:
The customer reported toggle on/off switch 3 times before it turned on. An error code fault alarm set vent on vent 500(ml) milters, and measured returning volume 680mls. The customer tried different flow sensors with same issue. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.